Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to ventricular fibrillation (vf) therapy delivered. The patient had a syncopal episode. An interrogation report shows intermittent oversensing and undersensing on the right ventricular (rv) lead seen on stored electrocardiograms. The rv lead remains in use. No further patient complications have been reported as a result of this event.